Event description:
A customer reported that on (B)(6) 2009 at 5:45 pm, the hospital staff noticed smoke and/or flames coming from the storage room. The staff extinguished the fire. A dash monitor was in the storage room at the time, plugged in for battery charging. A ge field service engineer arrived on site. Visual inspection of the plug revealed no damage. The ground prong was still in the plug, and the other two prongs were still in the outlet. Both the outlet and end of the power cord were melted/burned. Based on this information, the fire is believed to have started between the tip of the power cord and the wall outlet, potentially caused by the power cord or a/c outlet overheating. No breakers were tripped. The biomed has since replaced the power cord on the unit and has the unit in his shop. The unit is reportedly functioning correctly. Ge healthcare has requested that the unit be returned for further investigation. A follow-up report will be issued when the investigation has been completed.